Event description:
A review of service data detected a reportable event. During servicing of monitor sn (B)(4), the response buttons were not working. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon investigation the response buttons were found to be defective. The root cause for the defective response buttons could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.